Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, there was no image displayed, and the front panel indicators were off, due to corrosion on circuit boards due to fluid ingress. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that there was no display when turning on the video system. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the absence of an image was due to immersion and corrosion found on the main board and printed circuit board. Olympus will continue to monitor field performance for this device.